Manufacturer narrative:
Failure analysis revealed that no button error alarms noted. Minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot, stained end cap sticker, and stained address/serial number label. No button response (easy bolus button) noted due to the corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. The customer stated that the insulin pump was locked down and had a black ring on the display. He observed that nothing happened when he pressed the buttons. Advised replacement of the insulin pump. Nothing further reported.